Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that during a follow up visit, this implantable cardioverter defibrillator was found to be at the elective replacement indicator (eri), 56 months post implant with a battery voltage of 2.66v and a charge time of 25.3 seconds. In addition deeping tones had been emitted. Premature battery depletion was suspected. The device was removed, replaced, and returned for analysis. No additional adverse patient effects reported.